Event description:
Rptr received implants on 6/8/71. In 7/31/71 they were removed because the skin was too thin to hold it. On 3/29/76 she had the implants put back in. In 4/78 she had some repair work done for fibrous capsular contracture. In 8/83 the left implant was taken out and replaced by another MFR implant. The right breast implant has been red, painful, extremely hard for a few yrs. She is tired all the time, hurts all over with aches, legs tingle all the time, and unexplained swelling in feet. She has been to 2 drs who do breast surgery. They agree the implants need to come out due to capsular contracture, but they said they do not believe implants leak. They think this is all a publicity thing. Rptr has not done anything with them until she can find a dr who at least believes they do rupture so when she has them taken out, she can have them checked for leakage. (See also 1001616.)